Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2026, the patient underwent orif with tfna. The patient had a bone tumor from the femoral trochanteric region to the femoral neck on the left side, and the surgery was performed to prevent fractures. The patient had a good bone quality, the surgeon drilled the femoral head, then inserted the blade and completed the proximal fixation. Considering the patient had bone tumor, the surgeon wanted to ensure the fixation as much as possible, so he decided to use agmt. Following the surgeon¿s instructions, the syringe, cannula, and cement were opened. The surgeon attempted to mix the cement, but the mixer was too hard to turn. The surgeon suspected there was a problem with the internal blades, so he opened the lid of the mixer to check. It turned out that the blades had indeed been raised all the way to the top, and it could not be repaired. The surgeon transferred as much of the contents as possible to the plastic case that the cement kit came in, mixed it properly, and tried to fill it into a syringe, but it did not work. Then, the surgeon filled about 1.4cc of the cement into a cannula, and the surgeon inserted the cannula into the blade and push out the cement with a trocar. The cement was injected, but the surgeon had the impression that he could have injected a little more cement and said he was disappointed over the product defects. Since a spare kit was not available, no additional cement was injected, and the surgeon performed distal locking and closed the wound. The surgery was completed successfully within a 30-minute delay. The surgeon commented that the amount of cement he was able to use was less than he had planned. No further information is available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. Investigation summary ==> product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device history lot ==> part: 07.702.040s lot: 5e53830 manufacturing site: werk selzach supplier: osartis gmbh release to warehouse date: 07 may 2025 expiration date; 01 may 2028 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.